Event description:
Boston scientific received information that the patient implanted with this device system was in the clinic for a routine follow up appointment, with unremarkable results. The following week, the patient reportedly did not feel well and subsequently entered into heart failure. One month later, the patient endured a car accident. The patient was observed to have exhibited polymorphic ventricular tachycardia (pmvt) due to electrolyte issues. The device delivered three appropriate shocks for pmvt and arrhythmias were controlled with changes in medications. Additionally, this left ventricular (lv) lead exhibited oversensing and increased threshold measurements. Additionally, intermittent loss of capture (loc) was observed at 7.5 v. A chest xray was performed, which confirmed that the lv lead had dislodged. An invasive revision procedure was to be performed. The device was reprogrammed to prevent rv pacing until the procedure was performed. Upon a recent device check, the lead was operating normally in the original configurations and the health care provider (hcp) was inquiring as to the effects of magnesium and potassium on the lv thresholds. Technical services discussed. No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that the lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--

Event description:
Additional information became available that at a recent device check up, it was noted that there was complete loss of capture on this left ventricular (lv) lead. The patient stated they feel fine, so the physician plans no intervention. To date, no adverse patient effects have been reported.